Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An inventory specialist reported that during an intraocular lens (iol) implant procedure, the lens was noted to be scratched. It was reported that there was patient contact with the product but no patient harm. The procedure was completed with a backup lens.

Manufacturer narrative:
The lens was returned. Solution is dried on the lens. Both haptics are bent in the gusset and distal area. The optic is cut into three portions, typical of insertion and removal. Each of the cut portions of optic have scratches and cracks near the cut areas. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).